Manufacturer narrative:
Manufacturer completed the entire form. Evaluation summary: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
There was a report of an occurrence of the fluid warming infusion set tubing becoming kinked. No patient injury or adverse event reported.